Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that customer called to report that their veritor covid kit is giving inconsistent results.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that customer called to report that their veritor covid kit is giving inconsistent results.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results (kit giving inconsistent results) when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results (kit giving inconsistent results) complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends, no trend identified. There were no corrective actions taken at this time. H3 other text : see h.10.